Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering up and was offline in remote support service (rss). The field service engineer (fse) found that the auxiliary full height drawer 4 was preventing the station from powering on. The fse also found the drawer control printed circuit board assembly (pcba) was malfunctioning. The pyxis module controller (pmc) and the drawer controller were replaced, the drawer position was reassigned, and the drawer was tested in the hardware test application (hta), resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was properly plugged in and toggling the power switch, a clicking sound was heard as the unit attempted to power on, and the exhaust fan briefly activated. However, the station failed to fully power on. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.